Event description:
The ett was tested prior to use and stayed inflated. After the patient was intubated, the ett did not maintain a good airway seal, so it was exchanged for another ett with no patient problems. After removal, a pin size hole was present in the inflation balloon. The ett has been discarded. There was no patient injury reported.